Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (450 mg/dl) and the cause was not known. The infusion site was changed and a correction bolus was delivered to address the bg level. A pump system check was performed and no device issues were identified. The contact thought that hormones may possibly be impacting the bg level and was to discuss the event with a healthcare provider.